Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer blood glucose reading at the time of hospitalizations was over 1000 mg/dl. Customer stated that she was not able to bolus due to her insulin pump alarmed motor error when she was trying to bolus. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to performed the prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test, due to motor error alarms.